Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that healing abutment (hc345) was unable to be seated within the implant. Healing abutment was attempted to be placed multiple times but could not engage the implant threads. A cover screw was placed instead to complete the procedure. Tooth location 5.

Manufacturer narrative:
One healing collar (hc345) was returned for investigation. Visual evaluation of the as returned healing collar identified damage around the threads due to usage. Functional testing was performed using an in-house implant. The implant was not able to engage or seat the healing collar as the threads were damaged pre-existing conditions noted on the per were smoker and moderate bone density type ii. The reported device was being placed on tooth #5 when the incident occurred. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (2019060536) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lots (2019060536) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information and functional testing, healing collar malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.